Event description:
It was reported the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new 21cm x 12mm ipp cylinder and pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.